Event description:
The technician alleged the side rail is not latching. No patient impact.

Manufacturer narrative:
The technician found the side rail latch is missing the shoulder bolt and nut cap. The technician replaced the side rail shoulder bolt and nut cap to resolve the issue.